Event description:
It was reported the fabric foundation of the unit was burned by an internal component. Inspection of the unit revealed that the unit worked properly and there was no evidence of an actual burn; however, the fabric foundation was badly discolored from excessive levels of heat. The condition of the unit suggested that it had been folded or insulated during use, contrary to our instructions, and discussion with the user confirmed that fact. We concluded that this report was attributable to misuse on the part of the consumer.